Event description:
Medtronic received information that following the implant of a 29mm transcatheter bioprosthetic valve, the pigtail catheter from the left femoral artery (lfa) was advanced to the large bore access side to the right femoral artery (rfa). It was caught by a closure device (abbott perclose) in the rfa and could not be advanced. An open repair was performed. No additional adverse patient effects were reported. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).